Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. A stent was used to improve limb flow in contra limb. Very high jacket retraction was also encountered. Case was completed successfully.